Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsule rupture occurred after hydro dissection, during a laser assisted cataract procedure. A three piece intraocular lens (iol) was inserted instead of the one piece originally planned. Reporter indicated the patient was doing well at one day post operative visit. Additional information has been requested.

Manufacturer narrative:
No additional patient information is expected. Optical coherence tomography (oct) scan was received and reviewed for the reported event. Laser assisted cataract procedures are set via user defined power and positioning parameters. As there is no video of the treatment, system settings, and patient ocular/medical history provided; the system settings and patient anatomy being a contributing factor cannot be eliminated. Additionally, as the reported posterior capsular tear occurred during hydro dissection, surgical technique cannot be eliminated as a cause or contributing factor. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
No additional patient information is expected.